Event description:
Asthma, sinus infection, cough; about 6 months after using my CPAP ,I developed a cough. My asthma became worse, a post-nasal drip was developed also. After seeing my family doctor she referred me to a pulmonary doctor. Covid then arrived to (B)(6). I remained in my home fearful of going anywhere. All doctors were afraid to see new patients with a history of cough. In (B)(6) I started allergy shots, thinking they could help, and at the same time the pulmonary doctor gave me an appt. I have been on allergy shots , numerous steroid maintenance inhalers and steroid nasal sprays. Also went to an ent for the post nasal drip and was about to get nasal surgery when I heard of the recall, you can imagine my relief, of the timing. I have registered with philips, and have a machine that was recalled. I have not used it since I became aware of the recall. Still on my medication, because the asthma, cough and post nasal drip and sinus inflammation is still a problem. FDA safety report ID# (B)(4).